Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2020. On (B)(6) 2020 the patient was seen in the emergency room and had an ECG performed. The patient was noted to have an atrial flutter requiring medication.